Event description:
It was reported that a user requested to return the ilet after experiencing difficulty with infusion set removal, frequent cartridge changes, concern about insulin waste when changing sites, and an episode in which emergency medical services were called for a low blood glucose event while the pump continued to deliver insulin; the user subsequently stopped using the device and chose to revert to multiple daily injections after training and follow-up attempts, and the return was approved. Symptoms included hypoglycemia with loss of consciousness. Outcomes included emergency medical services intervention without hospitalization. Investigation included clinical review, adverse event reporting, follow-up with the user and healthcare provider, and confirmation of device discontinuation and return authorization. Investigation of this case revealed that the cause of hypoglycemia and user-reported continuous delivery during the event was unclear, with contributory user-related factors including challenges with set removal and dissatisfaction with cartridge and site change frequency; no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.